Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to a flattened dome on the escape button. A small amount of corrosion was noted on the keypad traces. No button error alarms were noted. The insulin pump was received with a cracked case on the display window corners, a crack on the display window and minor scratches on the display window.

Event description:
It is reported that the customer has a button error on their insulin pump, the escape button is not working. Their blood glucose level was 206mg/dl. Trouble shooting was done. Pump is being returned. No further information available.